Event description:
It was reported that customer received a minimum fill notification while attempting to fill and load new cartridge onto pump. There was no adverse impact to the customer's blood glucose level. Customer was initially unable to complete troubleshooting before leaving for work, then later followed up and, with guidance from technical support, cleaned pneumatic tap area and filled and loaded new cartridge using proper technique, and loading second cartridge resolved issue and allowed customer to resume insulin delivery.